Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected low out-of-range pacing impedance measurements, oversensing and pacing inhibition on the right ventricular (rv) lead. The patient has an intrinsic rhythm of 46 beats per minute. The device was reprogrammed and the patient will undergo a lead revision in the near future. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that surgical intervention was performed and the rv lead was explanted. Visual inspection of the rv lead confirmed evidence of clavicular crush. The device remains in service.